Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint: (B)(4) has been evaluated. The batch: 6006185 in question was manufactured at reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 11 for the code "tubing connector is cracked, split, deformed, leakage may occur." Complaint investigations. Photo/sample were not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 8 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 8 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to work instruction version 7 on reference samples, 10 samples out 10 samples passed the test. Functional test 3 according to work instruction version 8 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot: 6005634 was manufactured according to the work instruction version 44 on the multivac 07, on 09/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code tubing connector is cracked, split, deformed, leakage may occur and lot: 6005634 and no other complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm related with the infusion set, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question this is not related with the issue described, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that patient faced damage infusion set tubing event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland.